Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was presumed that water supply to reprocessing basin became weak due to the low water pressure. Olympus could not conclusively specify the root cause of the suggested event. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): chapter 4 installation of equipment 4.3 installation conditions . Water supply conditions ¿ the water supply quantity at water supply/circulation nozzle on the reprocessing basin should be 6 liters per minute (1.6 gallon per minute) or more when the water faucet is fully open. The recommended water supply quantity is 18 liters per minute (4.8 gallons per minute) or more. ¿ the water supply pressure should be between 0.1 and 0.5 mpa (include water hammer). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the endoscope reprocessor water pressure was very low in the reprocessing basin. The issue was found during reprocessing. There was no patient involvement.